Manufacturer narrative:
H.6. Investigation: bd received a 24 gauge insyte autoguard unit from lot 9037525 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a v-shaped cut on the catheter tubing. Based off the visual inspection the engineer was able to verify the reported defect. A v-shaped cut was usually indicative of the needle piercing through the catheter tubing. However, the engineer was unable to determine the exact root cause for this defect as it is unknown if it occurred during manipulation of the product at user environment or during the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that prior to use the catheter tip was discovered to be broken with bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: the tip of catheter broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the catheter tip was discovered to be broken with bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: the tip of catheter broken.